Event description:
It was reported that the venous female luer on the ash split catheter cracked. The pt was sent to the radiology dept where a new catheter was placed over a guidewire. The pt was discharged to home.